Event description:
It was reported that balloon rupture occurred. The 71% stenosed target lesion was located in the minimally tortuous and non calcified venous vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, when the balloon was inflated, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with different device. No patient serious injury nor complications were reported.